Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the non pacer-dependent patient presented to the ER with chest pain. Upon interrogation, loss of capture was noted and lead dislodgement was observed via diagnostic imaging. Lead was explanted and replaced when repositioning was unsuccessful. It was later reported that the patient had twiddles syndrome.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.